Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2026, it was reported the patient was hospitalized due to a sensor error. The patient¿s last known cgm value prior to the sensor error was 74 mg/dl. No bg meter values were reported during this event. No patient symptoms were reported. No other patient or event details were available, including treatment details or length of hospitalization. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5- correction. B3- correction. H2- correction. H10- correction.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On(B)(6) 2026, it was reported the patient was hospitalized due to a sensor error. The patient¿s last known cgm value prior to the sensor error was (B)(6). No bg meter values were reported during this event. No patient symptoms were reported. No other patient or event details were available, including treatment details or length of hospitalization. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.